Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2024-71280. Related manufacturer reference number: 2017865-2024-71282. It was reported that the patient presented with hematoma and an infection at the device site. The pacemaker, right atrial lead and right ventricular lead was explanted. The patient was in stable condition.